Manufacturer narrative:
H3: product analysis found two axium prime coils returned for analysis within a shipping box; within a sealed plastic biohazard pouch; and within individual introducer sheaths. The unknown micro catheter used in the event was not returned for analysis. It is not possible to determine which coil belongs to which pli, and therefore, the devices will be analyzed together. Visual inspection/damage location details: (coil 1) no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found stretched and damaged with the polypropylene filament unbroken. (Coil2) no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The implant coil and distal pusher were returned already deployed out of the introducer sheath. The axium prime implant coil was found damaged (not stretched). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed for one of the two devices; however, the cause could not be determined. Both implant coils were found damaged. Possible causes of coil stretched/damage are lack of hydration, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, pushwire rotation or user advances/retracts the coil against resistance. Customer reported devices were prepared per IFU and vessel tortuosity was normal. The customer report of ¿difficulty placement/positioning¿ typically cannot be confirmed through device analysis. Possible causes of failure include, but not limited to, patient vessel tortuosity, catheter tip under stress, catheter kick back, or catheter tip placement. Customer reported that the coil stretching contributed towards the failure. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretch and coil loop in parent vessel could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported after the spring coil was stretched, the spring coil was withdrawn, and the filling was not continued. After the two coils had stretched, they were removed. There were no issues that resulted in the damage that was found. The patient has not and will not receive any medical or surgical intervention asa result of the migration.

Event description:
Medtronic received a report that two axium coils were found stretched and migrated after deployment. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery with a max diameter of 6 mm and a 5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the coil was stretched as it entered the aneurysm for filling. It was reported migration after deployment occurred. The cause of the migration was the coil was stretched. The coil was not implanted I the intended location. The coil was implanted in the right ophthalmic artery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.